Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was seen for a programming session. It was noted the patient had not used stimulation for a while. Reprogramming was done and the patient left using group a which had one program with parameters 4+5-6-7-14+15-, pulse width was 120, rate was 40 hz, amplitude of 5.5 volts, impedance of 221 ohms, and current of 22.67ma. The patient had good therapy and no issues. All impedances were fine upon checking except for 12 which was >10,000 ohms. The patient was not programmed with 12 and the battery voltage was at 2.985 volts. Upon leaving the building, the patient noted she had discomfort at the implantable neurostimulator (ins) site. The ins was turned off and the discomfort went away. It was noted that discomfort came back, however, with the ins off. The patient was interrogated again, impedances were done and were as follows: 0 was reference, 1: 772 ohms, 2: 810 ohms, 3: 794 ohms, 4: 771 ohms, 5: 822 ohms, 6: 831 ohms, 7: 835 ohms, 8: 780 ohms, 9: 799 ohms, 10: 890 ohms, 11: 733 ohms, 12: 1636 ohms, 13: 826 ohms, 14: 740 ohms, 15: 778 ohms. It was noted that impedances looked fine and discussed regarding longevity and therapy impedance of 221. The therapy was still good when on and no issues or complaints regarding stimulation. Additional information received reported that the patient had not been using stimulation, it was almost one year from the report since she had turned it on, which was the reason for reprogramming on (B)(6) 2014. The patients discomfort at the ins site was intermittent, occurred with stimulation on and stopped with stimulation off, and occurred again without stimulation on. Group impedance troubleshooting was done, and all electrode impedances were okay. It was tried to re-create the situation with turning stimulation on, but it could not be recreated. It was unknown which components were involved with the issue, but discomfort was at the battery location/pocket. It was unknown the cause of the issue and if it was device related. When the patient left the manufacturer representative, the pain had stopped and the patient was told to call if it happened again and had not called. The patient had not called to state that the situation happened again. It was also unknown how the patient was doing and if they were receiving effective therapy.